Event description:
A other health care professional contacted technical service to report that the viking l patient lift power cord was fraying, stated copper wires showing. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.

Manufacturer narrative:
The baxter technician replaced the control box to resolve the issue. Based on this information, no further actions are required at this time. Viking l and xl mobile lifts are two versatile lift models intended mainly for use in health care, intensive care and rehabilitation. Viking l and xl mobile lifts are intended for heavier patients. Both models are excellent aids in daily transfers of adults and bariatrics, for instance, lifting to and from wheel chair, bed, toilet and floor. A viking mobile lift equipped with the viking armrest accessory can be used for gait training. Horizontal lifting can also be performed in combination with a recommended liko stretcher accessory. Although there was no adverse event reported, frayed power cords with exposed copper wires can result in electrical injury. Therefore, baxter is reporting this device malfunction.